Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 16-jul-2018 with the following findings: evaluation revealed that the up arrow keypad button was intermittently unresponsive and the key contact was cracked. Initial reporter: animas llc (B)(4).

Event description:
The pump was returned for investigation. Evaluation revealed that the up arrow keypad button was intermittently unresponsive and the key contact was cracked. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 16-jul-2018.